Event description:
While the device was at the bench for a different issue, the bench repair technician observed the battery pins were making contact, which can cause battery issues in the future. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one battery pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this battery pca. Philips cannot rule out a malfunction of the battery pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.